Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect process parameters¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. The device was not returned.

Event description:
It was reported that the water sack was empty for eight intermittent catheters in a recent batch and the catheters were useless.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water sack was empty for eight intermittent catheters in a recent batch and the catheters were useless.